Manufacturer narrative:
Section b3: the date of the event is unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient broke out pretty badly from the cover patches. The patient reported that he treats while sleeping, and after about 8 or 9 hours of wear he will wake up to a painful burning sensation. At this point, the patient removes the cover patch. The patient stated that the burning sensation subsided within 10 minutes of removing the cover patch, but the redness remained in the area for about a day or two before settling down. The patient rated the pain level as a 10 out of 10 and described the sensation as a deep burning itch that is almost unbearable. After removing the cover patches, there is a large red patch in the shape of the cover patch with a white unaffected patch of skin in the center in the shape of the electrode that is worn underneath. The patient discussed the issue with their doctor and was advised to discontinue use of the cover patches. No further information was provided.